Event description:
It was reported that the inflatable penile prosthesis (ipp) suddenly stopped working after it worked for a month. Troubleshooting steps done by de dr. And sales representative didn't work. The patient underwent an exploration surgery, the dr. Opened the patient and immediately found the tubing kinked from pump to reservoir. Further exploration showed the reservoir had spun or twisted several times which separates the kink resistant wiring from the tubing and linked the tubing so nothing could pass. When he removed the reservoir and unlinked the tubing the device worked so he cut off and replaced the reservoir.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Visual inspection and functional testing of the ams 700 ipp reservoir could not confirm the reported events of a kinked tubing and device malfunction. The reservoir passed within specifications. Product record review indicated that the reported events do not represent a new or unanticipated event. An investigation conclusion code of no problem detected was chosen, as product analysis could not identify a malfunction related to the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) suddenly stopped working after it worked for a month. Troubleshooting steps done by de dr. And sales representative didn't work. The patient underwent an exploration surgery, the dr. Opened the patient and immediately found the tubing kinked from pump to reservoir. Further exploration showed the reservoir had spun or twisted several times which separates the kink resistant wiring from the tubing and linked the tubing so nothing could pass. When he removed the reservoir and unlinked the tubing the device worked so he cut off and replaced the reservoir.